Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when an intraocular lens (iol) was inserted into a patient's eye, the posterior capsular bag was torn. The lens was described as being defective because it was too sharp and it burst the capsular bag. The lens was removed from the eye. A vitrectomy was performed and another lens was implanted. Per the reporter, there was no patient impact. A patient visit was scheduled. Additional information has been requested but not received to date.